Manufacturer narrative:
Correction: a1 - changed patient identifier , b4 - added today's date of the follow-up correction report, d4 - please remove lot number, h6 - please remove code 3331 from the type of investigation. Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing). 3 additional consumer event were also communicated which are captured on separate reports.